Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown biolox head-unknown. X180312-bi-metric/x por nc 12x140-637830. Unknown- biomet dual mobility bearing 28x50mm-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-0051, 0001825034-2021-01348. Reported event was confirmed via medical records and radiographs reviewed by a health care professional. Review of the available records identified the following: (summarized by hcp) dx: failed left tha dual mobility component in the setting extensive abductor necrosis due to metallosis.patient was doing well until patient sustained fall (unknown reason) resulting in dislocation, underwent closed reduction, but disengagement of ceramic head with the poly liner occurred, intraprosthetic dislocation confirmed with x-ray/CT. Extensive necrosis of abductor involving more than 70 percent due to metallosis was again noted. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event for the cup. The patient fall might have contributed to the dislocation; however, the reason for the fall is unknown, therefore a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left hip revision approximately 2 months¿ post implantation due to the patient sustaining a fall for unknown reasons and dislocated. It was confirmed patient experienced a intraprosthetic disassociation of the ceramic head from the poly liner. During the procedure the dual mobility head and liner were exchanged. Attempts have been made and additional information on the reported event is unavailable at this time.